Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to properly connect to a monitor or battery charger. The battery connector and housing was physically damaged. Visual inspection of the battery revealed what appeared to be chew marks on the connector and battery enclosure. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged battery pack.

Event description:
A zoll distributor returned battery pack (B)(4) to report that the battery pack was unable to power on a monitor.